Event description:
It was reported that prior to implant, while still in package, the device would not interrogate. This device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field reported event of an rf telemetry anomaly was confirmed via review of the device image in the lab. Analysis found an issue with a firmware error, which caused the rf telemetry anomaly. The device was tested on the bench and no other anomalies were found.